Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a right hemicolectomy procedure, the device misfired during stapling. Over half of the bowel was not stapled. Staples were noted in the tissue but were not bend or closed. Procedure completed with suture.